Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. The other blood glucose level was 564 mg/dl, 370 mg/dl. The customer reported that the blood glucose level was up and down. The customer treated with the juice for low blood glucose level and manual injection for high blood glucose level. The customer declined troubleshooting for high and low blood glucose. The troubleshooting was performed for insulin flow blocked alarm. The device will not be returned for analysis.